Event description:
It was reported that the universal modular electric/ battery double trigger handpiece lost power while drilling. It was reported that surgery time was extended by 16-30 minutes. There was no report of patient injury associated with the event. No additional clinical information was received prior to this report.

Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.